Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k082590.

Manufacturer narrative:
Follow-up # 1 (06/07/2011)-device evaluation: the lay user/patient's product(s) involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient's mother contacted lifescan (lfs) alleging that the patient's onetouch ping meter was prompting the battery indicator. The medical surveillance specialist (mss) spoke with the patient's mother on (B)(6) 2011 and obtained the following information: the patient tests approximately ten times a day and manages his diabetes with humalog insulin (based on his food intake and the result on the subject meter). The patient's mother indicated that the patient typically would test with his blood glucose with his primary meter, the onetouch ultra meter; however, when it is time to administer his insulin, the patient would test his blood glucose with the subject meter. The patient's mother confirmed and clarified that the alleged issue first occurred on (B)(6) 2011 (time not known). After the alleged issue occurred, the patient's mother stated she replaced the subject meter's batteries and the patient continued to use the subject meter and his primary meter throughout the day. During breakfast time, on (B)(6) 2011, the patient's mother claimed the subject meter prompted the battery indicator again; however, the patient was able to successfully obtain a blood glucose reading with the subject meter after confirming the message/indicator. After obtaining readings with the subject meter, it is not known if the patient programmed the subject meter or his insulin pump to administer the delivery of his insulin. It is also not known if the patient received a confirmation message (from either the subject meter or insulin pump) indicating the insulin was delivered successfully. The patient's mother indicated the patient did not test his blood glucose with his primary meter prior to leaving for school that morning. While in school (time not known) the patient's mother claimed the patient developed a symptom of blurry vision. It is not known if the patient tested his blood glucose with the onetouch ultra meter before the onset of his symptom and it is also not known what the patient's blood glucose results were with his primary meter after the alleged issue began. After the onset of his symptoms the patient reportedly went to the school nurse's office, tested with an unspecified meter, and obtained a reading above "400 mg/dl". The patient reportedly administered 3.7 units of humalog as self-treatment. At the time of troubleshooting, the csr noted that the subject meter's batteries did not need to be replaced and there was no misuse of the lfs product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.